Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. It was further reported that the ra lead exhibited non-capture, high thresholds, under-sensing and occlusion. The ra lead was capped. Reprogramming occurred. No further patient complications have been reported as a result of this event.